Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ cancer : unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, as all reported events are classified as medical, they are unable to be observed, therefore they are not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 7.0 was performed, and the event of carcinogenesis (cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side pain and having been diagnosed with basal cell carcinoma. Healthcare professional later reported that the patient had textured implant. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: basal cell carcinoma, anxiety-product/procedure, pain.

Event description:
Patient reported right side pain and having been diagnosed with basal cell carcinoma. Healthcare professional later reported that the patient had textured implant. Device has been explanted and replaced.